Manufacturer narrative:
Concomitant medical products: 693565, implanted: (B)(6) 2010; 419388, lead, implanted: (B)(6)2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.